Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a follow-up, noise on the rv lead was observed. The lead was capped and replaced. The patient¿s condition was stable during and post-procedure.